Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was a broken video connector socket and dust accumulation on the inside of the device. The root cause of why the video connector socket was broken and why the dust accumulated could not be identified. According to the olympus evaluation department there was no repair/ maintenance history for the subject device. It has been over 13 years since the subject device was manufactured. The likely cause of the dust accumulation is that the device was not maintained per the manufacturers recommendations and in accordance with the device instruction manual. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus, model cv-180, evis exera ii video system center to olympus for repair due to a report of "the socket is unstable." Upon inspection and testing of the returned device, it was noted that the image was flickering. This report is submitted for the malfunction of flickering image. As this was found during in-house service, there was no patient involvement.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The image produced by the returned device was deemed as not of acceptable quality; the cause was assigned to a faulty video connector socket. In addition, during disassembly, dust accumulation was noted inside the block. The investigation is ongoing and a definitive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.